Event description:
It was reported that patient received inappropriate atp and high voltage therapy due to atrial flutter with rapid ventricular response. Device functioned as programmed. Recommended programming were made and device remains implanted.

Manufacturer narrative:
(B)(6).